Event description:
It was reported that the customer had high blood glucose levels of 277 mg/dl. The customer reported that the screen of the insulin pump was scuffed up and slightly damaged. The customer reported that he can still see the insulin pump. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).